Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited unspecified telemetry issues. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.